Manufacturer narrative:
Pc(B)(4). Date sent to the FDA: (B)(4) 2018. Summary: received for evaluation one device (implant assembly, placement loop and the 2 helical passers). The device received was manipulated: on one side the plastic needle is broken, on the other side the prolene line was cut, and organic substances are visible on the guides, on the needles and on the mesh. The defect identified is not linked to a manufacturing issue. External cause (user used). Additional information was requested, and the following was obtained: 1. Was the white introduction pin retrieved? Not mentioned, but probably yes 2. Will the white introduction pin be returned for analysis? Unk: the shipment is already prepared in a biohazard bag so we can no longer check. But probably yes 3. Was there any patient consequence? Nothing mentioned by the hospital. They took a complete new one to complete the procedure, so probably ok.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the white introduction pin retrieved? Not mentioned, but probably yes. Will the white introduction pin be returned for analysis? Unk: the shipment is already prepared in a biohazard bag so we can no longer check. But probably yes. Was there any patient consequence? Nothing mentioned by the hospital. They took a complete new one to complete the procedure, so probably ok.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and mesh was used. During the procedure, the white introduction pin of the tunneler broke off. A like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.